Event description:
On 05/22/1998, the facility's or materials manager informed the manufacturer's sales represntation of the following: the peel away sheath (introducer) had crimped and they were not able to push the device catheter through. Additionally, it was stated that they had experienced problems in the past, but overtime they went away. No further details were provided at this time.